Manufacturer narrative:
The complaint investigator's visual inspection found bone and blood residues were seen on the external surface. Cover screw was still placed. No anomalies or defects were observed. Implant sterilization is verified prior to product release and no nc's/ CAPA or rework activities were found for this lot that would cause or contribute to the condition reported. The cause for this even cannot be determined. (B)(4).

Event description:
The dentist reported that 2 weeks after the implant in tooth site # 7 was placed, the patient presented with infection, swelling and bone loss. The implant became mobile and was removed.